Event description:
A physician reported a pt who was skin tested on 12 december 1997 with no response and subsequently treated in the upper lip on 12 january 1998. In march 1998, the pt developed intermittent swelling in the upper lip which occurred at weekly intervals. Since july 1998 the swelling occurred twice weekly. At the last consultation, the physician noted slight redness. The physician prescribed an oral corticoid in july 1998 which was ineffective. The swelling was considered by the physician to be product related.